Manufacturer narrative:
Additional information: b2, b3, b5, b6, d10, and h6. B5: upon follow-up it was reported that the patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was not further described. The same day as event onset, the patient was hospitalized for peritonitis. The same day as the event onset, the patient was treated with vancomycin injection (1gm, intraperitoneal, once daily, discontinued after 7 days) for peritonitis. It was reported that the patient was retrained on proper aseptic techniques. The patient was discharged from the hospital two days after admission. At the time of this report, the patient recovered from the peritonitis event. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and cloudy pd effluent. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized or treated for the event. Pd therapy was ongoing. At the time of this report, the patient recovered from the events. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.